Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. It was reported the device was not used past its expiry date. Device code relates to problem code for the reported issue of clip difficult to release from the catheter. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an esophagogastroduodenoscopy (egd) procedure performed in the gastroesophageal junction on (B)(6) 2018. According to the complainant, during the procedure, the clip failed to release from the catheter for five minutes. Reportedly, the catheter was shaken until the clip was released. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.